Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the distal end of the probe tip was marginally bent and had traces of wear, but the handle had no damage in its construction. The outside diameter of the tip and handle had contamination. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. The tip fit securely into the handle with no issues. Functionally, for further analysis, the device was connected to a nim system using a 1.0 ma stimulating current and a 100 v threshold and, while stimulating with a patient simulator, the system consistently returned 0.98 ma and a waveform/event tone over 300 v. There was no intermittent behavior while manipulating the tip, connector, or the wire. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right thyroidectomy was being performed by doctor. She stimulated the right vagus nerve. Surgeon could see and feel muscle twitch but the negative dweedle was showing on the nim vital, no waveform present. Turned stimulus up from 3.0 to 7.0, got the same response. Switched stimulating probes, same response. Switched to a nim 3.0, same response. She was unable to get the nerve to show any positive stimulation tones or waveform throughout the entire case. Threshold was changed throughout the case from 50-150. Nim vital was running 1.4.3 software .the procedure was completed with the reported products. The procedure extended for fifteen minutes. No patient impact.